Event description:
It was reported, the patient experienced a loss of therapeutic effect. The patient initially had therapy, but then it ¿stopped.¿ it was unknown when therapy stopped. It was stated the lead was ¿not working.¿ the lead was to be explanted. During the procedure, the lead ¿snapped¿ into two pieces. The following day it was noted that the patient¿s urinary symptoms seemed to have changed and gotten worse (not worse than baseline) prior to the explant. A fall was noted. There were some impedance issues at 1.0 amp, but no impedance issues at 1.5 amps. The lead was replaced. The event resolved without sequelae on 2013 (B)(6). Three days later, it was indicated that no malfunctions were noted. The new lead was placed and the manufacturer representative was unsure if the patient was experiencing therapeutic benefit. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the lead fractured during explant. Complete extraction was achieved. It was clarified that the patient¿s urinary symptoms seemed worse (not worse than baseline) since the fall. The neurostimulator battery was also depleted and replaced the same day as the lead.

Manufacturer narrative:
Product ID 3889-28, lot# v639997, implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the lead found no significant anomaly. All conductors were stretched and cut. The ends were blackened which was suspected to be due to electro cautery. The outer insulation was melted and appeared to be torn at the most proximal tine. Continuity was acceptable and there were no shorts between circuits. The distal end was not returned.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received clarified that the patient tripped on steps when they fell. Urinary incontinence was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.